Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007; competitor 7000 implantable defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. Reprogramming was performed and the lv lead remains in use. No patient complications have been reported as a result of this event.